Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 1 years 4 months post implant of bard flat mesh, patient was diagnosed with hernia recurrence thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Note, the manufacturing date (15-oct-2016) is considered to be a best estimate. This emdr represents bard flat mesh (device #3). An additional supplemental emdr was submitted to represent perfix plug (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Per information provided: (B)(6) 2015 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1 & device #2). Per operative notes, ¿an old unknown mesh was completely removed. A large direct left inguinal hernia was identified. Then a large plug (device #1) was tacked to the cooper ligament and the onlay patch was placed over the top of the pubic tubercle. A large direct right inguinal hernia was identified. Then a plug (device #2) was tacked to the cooper ligament and an onlay patch was placed over the top of the pubic tubercle.¿ (B)(6) 2017 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of bard flat mesh (device #3) and removal of perfix plug (device #1). Per operative notes, ¿recurrent left inguinal hernia was identified. Then a perfix plug (device #1) was removed. A piece of marlex mesh (device #3) was placed over the top and secured by sutures.¿ (there was no visualization/mention of perfix plug (device #2)). (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia thereby underwent robotic assisted laparoscopic repair. Per operative notes, ¿hernia defect was identified. Bard flat mesh (device #3) was identified and the defect was reinforced by using synthetic mesh." (There was no visualization/mention of perfix plug (device #2)). Attorney alleges that the patient had pain, hernia recurrence and emotional injuries.